Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering department with a note that stated, "pump does not work." No specific pt information, pump programming, or event details were provided. During testing at the user facility, the pump displayed e301 (audio alarm failure) with no audible alarm tone. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.